Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: during investigation, the pump was powered on and the display screen was found to be dim and discolored. The keypad was intact; no damage or peeling was observed. Unrelated to the complaint, the contrast button was unresponsive during testing, which has no effect on insulin delivery function. The up arrow, down arrow and ok keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under all the button contacts. Also unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.